Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with 5 hours of low flow alarms (lfas) and was symptomatic, found to be anemic and transfused blood to keep hemoglobin over 8. The site stated that based on computed tomography angiography (cta) in 2023, the patient's pump was not ideally positioned but there was no evidence of extrinsic outflow graft obstruction or other malfunction. The patient was prone to lfas at baseline. An esophagogastroduodenoscopy (egd) was performed, with no active source of bleeding found. Hemoglobin stabilized, and international normalized ratio (inr) was 1.8. A colonoscopy was not performed. The patients mean arterial pressure were a bit labile but overall, within normal limits and preload had improved as well. Log files were submitted for review, and it was stated that the event log file displayed multiple strings of low flow alarms. Related MFR covering cta results in 2023 are captured under 2916596-2024-06570.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the low flow alarms; however, a specific cause for this event could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 25sep2024. Transient low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.